Event description:
It was reported that during use, the device exhibited a system fault. The device was powered down and up and infusion was continued. Per there reporter, there were no adverse patient effects.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no anomalies. Review of event history logs was not applicable. Functional testing was performed and upon further visual inspection, the downstream occlusion (dso) sensor and optic switch were found to be degraded. Also, the ¿system fault¿ message occurred only one time. The root cause was determined to be the optic switch. The optic switch was replaced as well as the dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
No product was returned; review of photos provided. The investigation determined the most probable cause to be due to assembly error by the customer when connecting the pneumatic tubing during installation, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Unable to complete device history record (DHR) review, job folder could not be found. No previous services. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.